Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired and the right side unfired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Additionally the cartridge pan was noted to be dislodged at left distal end. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastrectomy, oozing occurred since staples on one side were not deployed at all though the device was fired as usual. A device loading the reported gold cartridge was used on the stomach. The amount of oozing was unknown. Blood transfusion was not required. The site was additionally cut to stop oozing. Another device was used to complete the case. There were no adverse consequences to the patient.